Event description:
It was reported that the programmer powered up to a blank screen. The radio frequency (rf head) was removed and the service disk ran. The programmer then returned to normal operation. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the hard disk drive was reimaged and current software was reloaded. It was also noted that the fan was noisy, and the electrocardiogram (ECG) connector was loose. (B)(4).